Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided that was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump did not have a battery when received. Data analysis: (B)(6) 2014 total insulin 101.000 u11/04/14 total insulin 122.900 u11/05/14 total insulin 96.900 u11/06/14 total insulin 111.300 u11/07/14 total insulin 100.600 u11/08/14 total insulin 107.800 u11/09/14 total insulin 65.950 u. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Insulin pump was received in with a scratched display window, cracked case and cracked reservoir tube lip.

Event description:
Customer's husband reported that customer recently passed away on (B)(6) 2014. Customer was in the hospital for rehab and was fighting an infection. Customer was an amputee. Customer's blood glucose was 91 mg/dl and it dropped to 41 mg/dl within a couple of minutes. She was treated with a glucagon shot but she did not recover. Customer was wearing her insulin pump at the time of death. The cause of death right now is unknown. Customer was saying she was feeling weak before she passed. No other details were provided. The insulin pump is being returned for analysis. Nothing further reported.